Event description:
A (B)(4) dealer states user was reclining, bringing the chair to an upright position, it suddenly stopped and started to go into a recline position stopping in full recline. It was reported the user tried to get the chair back up but it would not respond. Being in the flat position caused the users lungs to fill with fluid. An attendant found him turning blue, and called for an ambulance. It was reported that the user was admitted to the ICU.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190, rev.k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers full medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed. The dealer was called and additional detail included that the user had pushed the button for auto reclines and the unit reclined to the appropriate degree. He then pushed again to resume the upright position, instead the unit allegedly reclined all the way back causing the consumer's lungs to fill with fluid. A technician did go out to assess the unit. They did find a wire was unhooked. The technician hooked it back up in normal position and the unit functioned as intended. The dealer stated that they were unaware of the consumer's condition that would not allow him to tilt all the way back. If they had known then they would have placed a safety lock that would not allow the chair to recline past a specific degree. The consumer is still in the hospital and is in critical condition. The dealer was unable to confirm if there were any repairs done to the chair within the last month. I asked the dealer for the consumer's age, height, weight. This information is not available at this time. After further investigation, tech found a connector unplugged from around the tilt / recline actuator. The tech plugged the connector back and the chair started to function normally. The tilt / recline is working properly. The chair is in quarantine at the dealers store. Dealer asking it the family is sending this chair back or can they have permission to check the chair themselves since it seems like it's still functioning properly.